Event description:
The customer could not remember when the event occurred and became upset when asked for details. She stated pod's cannula had kinked and her blood glucose was about 400 mg/dl. She had to remove the pod and manually inject insulin to bring her bg down.

Manufacturer narrative:
The device was not returned for evaluation we are unable to confirm the kinked cannula or determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."